Event description:
Caller reported a malfunction on the pump, experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller successfully restarted the sensor session without encountering the error again.